Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, a monopolar instrument stopped working after two hours, during an unknown step in the procedure. There were no error messages on the integrated electrosurgical unit (iesu) generator aside from a message to check the connection. The iesu generator did not detect the arm where the instrument was installed, and a question mark was displayed. The customer was no longer using the system as the procedure was being completed via open surgery. Prior to calling intuitive surgical, inc. (Isi) technical support, the customer tried a second instrument and cable with no success. Isi technical support engineer (tse) advised the nurse to test the monopolar connection by trying a third energy cable. The customer was going to reboot the system and check the connection as soon as the system was available. The tse informed the customer about using a third party generator (force triad) or another erbe vio in case the problem occurs again. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 14-jul-2022 and obtained the following additional information: the surgeon switched to the vessel sealer. The bipolar current was still working. The operation was completed with the original iesu generator.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification via logs confirms the occurrence of procedures on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. No images or videos were shared for the event. This issue occurred on two isolated nissen fundoplication procedures performed on (B)(6) 2022 using system (B)(4). Reports were submitted under patient identifier (B)(6)(this record) and (B)(6). This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, a monopolar instrument stopped working after two hours. The surgeon switched to the vessel sealer since the bipolar current was still working. The operation was completed with the original integrated electrosurgical generator unit (iesu), but the customer converted the procedure to open surgery due to an unknown reason.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/reproduced the reported complaint of ¿monopolar socket 3 not firing¿. The iesu unit was placed on an in-house system and was run in normal mode with firing issues in socket 3.